Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to unknown cause. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.